Manufacturer narrative:
The reported complaint that "the thermogard xp ivtm system (B)(4) displayed mid:14 (bg power supply) error message" was confirmed during the event log review and functional testing. The root cause of the mid:14 error was a loose 10a power input module, possibly due to mishandling during plugging in and removing the ac power cord from the power input module. No physical damage was observed on the thermogard console during visual inspection. The thermogard system event log data was reviewed and revealed one mid:14 (bg power supply) error message around the reported event date, confirming the reported complaint. The thermogard system failed the initial functional test as it displayed a mid:14 error message upon powering up, confirming the reported complaint. Technical investigation determined that the loose 10a power input module caused the mid:14 error. The power input module was replaced to remedy the fault. Following service, the thermogard console passed all tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the thermogard console with serial number (B)(4).

Event description:
The customer reported that the thermogard xp ivtm system (sn (B)(4) displayed mid:14 (bg power supply) error message. The customer did not provide any further information. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.